Event description:
Patient presented to the physician with a persistent swollen area near the stimulation lead. Physician prescribed antibiotics. Patient presented back to the physician with persistent swollen area near the stimulation lead. Physician ordered imaging of the area.